Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2023. It was reported via email that the patient experienced a skin reaction with burns from the sensor and transmitter a few hours after insertion of the sensor. The patient was presented to the emergency department and was treated with morphine injections and tylenol for pain. The patient also underwent diagnostic imaging of CT scan which revealed no internal injuries. No photo was available for review. There was no documentation of further medical intervention. At the time of the report, the pain was improving. Attempts to contact the reporter for more information were unsuccessful. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).